Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call their insulin pump had a bent cannula. Patients' blood glucose was over 600 mg/dl. Troubleshooting for bent cannulas was performed. Customer's mother stated, the insulin pump was giving a no delivery alarm message. Troubleshooting for no delivery alarm was performed as well. Customer was advised to change out the entire infusion set and return set for analysis. Customer was advised their device would be replaced and agreed to return the insulin pump for further analysis.